Event description:
Connectors were missing from the device. Customer stated area around casing and at the 3rd and 4th pins was brown. The 3rd & 4th pins were bent and slightly discolored. Customer indicated alcohol was used to clean and disinfect the device. A request was made for return product and replacement product was sent.